Event description:
On (B)(6) 2022, fresenius became aware this patient contracted peritonitis following a fluid leak from a liberty cycler set. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = 1003 u/l, polymorph = 91%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1000 mg once daily. As of (B)(6) 2022 (today), the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent cell count was obtained (wbc ¿ 116 u/l, polymorphs = 35%) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the ¿sterile¿ peritonitis was attributed to a leak in the liberty cycler set used by the patient on (B)(6) 2022 during set-up. The pdrn stated the events were unrelated to the patient¿s use of a liberty select cycler but rather due to a faulty cassette. The patient was discharged on (B)(6) 2022 in stable condition and resumed performing continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue.